Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 4 of 5. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The hp cleared the alarm by cycling the power to receive a system error 2367, then again to clear both alarms. The hp would complete therapy using manual supplies. Baxter product surveillance contacted the home patient on (B)(4) 2012. She stated that she had completed therapy with manual supplies that night. She did not notice anything unusual about her supplies. There were no samples available and she did not recall the lot number. She was continuing therapy on the homechoice successfully, but was going to switch to hemodialysis soon for one month. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event, but that she had seen her on (B)(6) 2012 and the patient was doing well. The patient was continuing therapy on her homechoice machine and there were no adverse effects reported.